Event description:
The physician was working on a clot in the m2 on a pt with tortuous anatomy. The 032 separator advanced through the catheter with resistance and then attempted a few more times with further resistance. He flushed the catheter and attempted more passes with more resistance. The separator broke at proximal solder joint. The entire system was removed. He felt the same resistance with another separator so finished the case with another product. The physician did not feel that he advanced the separator more than 1cm proximal and distal.

Manufacturer narrative:
Technical eval: the separator broke at the proximal end past the proximal transition zone. The device holds a permanent bend at three locations of the separated segment. The coated zone before the break is twisted and folded inward permanently; the coating material was peeled off due to friction. The proximal support zone has 2 permanent kinks due to the compressive force. The remaining part of the separator was still inside the catheter and could not be removed. The catheter has a series of kinks which collapsed the lumen walls of the catheter and caused the separator not to be able to be advanced. Conclusion: the incident is confirmed as reported. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1943 (lot # l13846). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l13846) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The lot was associated with (B)(4) because of damaged boxes post sterilization; the damage was cosmetic affecting the outer box. The damage units have been repackaged and returned to finished goods. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.